Manufacturer narrative:
The explanted device was not returned as it was discarded by the medical facility.

Event description:
A report was received that the patients battery was not working. It was mentioned that the patients battery was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.